Manufacturer narrative:
(B)(4). On (B)(6) 2022, the customer alleged was for blank display, high bg, cosmetic damage located around the battery ring, and damage to the battery cap. Pump came in with damaged battery cap. Thus was utilized and downloaded trace/history files properly. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self-test. Unable to lock in test tube for the current emulator, therefore sleep current test and active current test were not tested. The power management graph confirmed the unloaded voltage (ul lith) and loaded voltage (loaded lith) were within spec range. No alarms or alerts noted during testing. Pump error 53 alarms during testing. Pump error 53 was present in the history download on event date of(B)(6) 2022 09:27:02.000. Esf# n/a, file number = 32107, and line number = 2817. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing, however, damages to the retainer ring was noted during inspection. The following were noted during visual inspection: cracked case, scratched case, missing display window/cover, broken battery tube threads, stained keypad overlay, cracked case (broken battery tube), end cap address label missing, cracked retainer, and battery cap contact missing. Blank display was not observed during analysis, however, unable to do the sleep current test and active current test due to broken battery tube threads. Blank display not confirmed. Unable to verify customer alleged for high bg. Damage to the retainer ring was confirmed. Cosmetic damage confirmed located at the broken battery tube threads and cracked case (broken battery tube). Battery cap damage confirmed due to battery cap contact missing. Pump error 53 was confirmed due to hardware anomaly, problem isolated to the electronic assemblies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump had blank screen and crack on the pump. Customer also reported high blood glucose of 22 mmol/l. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.